Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported, on an unknown date, the plum a+ turns on and off independently without pressing any key. There was no patient harm reported. No further information is available at this time.

Manufacturer narrative:
Testing was performed. There were no issues found that would have contributed to the reported event. A service history review was performed and it was found that there were no previous related service activities in the last 12 months. The event log and alarms log were not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed.